Event description:
This notification was opened for review for information received that the remstar auto device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and evidence of foam degradation/particles inside the blower kit. Moreover, the device had dust contamination. Additionally, the device had displayed error code e053 (err_comp_log_sem_timeout), e055 (err_therapy_queue_full), e065 (err_stuck_encoder_a) and e066 (err_stuck_encoder_b). Lastly, the device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.